Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the numbers on the insulin pump were scrolling and the act button was unresponsive. Customer stated that they received a button error alarm. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.